Event description:
It was reported that balloon rupture occurred. The 90% stenosed, instent restenotic target lesion was located in the severely calcified and moderately tortuous left common iliac artery. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the second inflation at nominal pressure for 20 seconds, the balloon ruptured at the proximal edge of a previously placed stent. The device was removed and the procedure was completed with another 16-6/5.8/75 xxl esophageal balloon catheter. There were no patient complications nor injuries reported.